Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid leakage caused by a hole in the left cylinder. The device was explanted and replaced with an ambicor device leaving the original reservoir implanted. No patient complications were reported.